Manufacturer narrative:
B3: date of event is estimated. The unit was returned with oxygen error complaint, which was confirmed during testing. The issue was traced to high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feedport resulting in low sieve life (0), low internal 02 (79.4%) and low external 02 (76.8%). Furthermore, the psa cycle (according to the data log) being high (16) is an indication the zeolite is getting contaminated due to moisture, additionally, damaged compressor mount due to compressor vibration. Lower housing also replaced due to cosmetic damage.

Event description:
It was reported that the patient's device shut down and they were left without oxygen. Patient did not have a backup oxygen tank and their stationary unit from another manufacturer was also not working. The patient's neighbors attempted to troubleshoot the device but noticed the patient's lips were turning blue. As a result, the patient was brought to the hospital via ambulance where they were put on oxygen. Patient was released from the hospital once the replacement device was received. The patient is doing fine with their replacement device.